Manufacturer narrative:
Pentax video colonoscope model ec38-i10cf is not distributed in the USA, therefore the PMA/510(k) number is not applicable. UDI# is not applicable because the device is not marketed in us. Evaluation summary it was caused due to a condensation of moisture in the cmos unit by changing the temperature outside of the endoscope. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The foggy appear in the middle of image.